Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing of the right ventricular (rv) lead. The patient was hospitalized and the rv lead settings were adjusted. The lead remains in use. No further patient complications have been reported as a result of this event. The patient is part of the product surveilance registry study.

Event description:
The physician subsequently reported that the cause of the shock was ventricular tachycardia (vt) thresholds that were set too low on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314vrm implantable cardioverter defibrillator (ICD)  2013-(B)(6). (B)(4).